Event description:
The customer reported being hospitalized with high blood glucose. The caller stated that everything is working fine and his admission was not related to the insulin pump. He requested assistance on how to send the old device since he received the new insulin pump. Initially, the customer reported having difficulties with removing the battery cap and there was some damage to the battery chamber. The blood glucose reading at that time was 200mg/dl. The customer was advised to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.